Manufacturer narrative:
Correction: h6 (investigation conclusions).

Event description:
It was reported to fresenius that blood loss occurred during a patient¿s continuous renal replacement therapy (crrt) treatment on a multifiltrate pro (mtf) machine. The mtf machine alarmed suddenly with a persistent tone and "system error" message. The screen went black and the only option for the nurse was to switch off the device. Treatment was stopped and the patient was disconnected. The patient¿s blood could not be returned. The patient¿s maximum estimated blood loss (ebl) is 250 ml. It was stated upon initial reporting that the patient did not experience a serious injury or require medical intervention. No sample is available to be returned to the manufacturer for physical evaluation. No additional information has been provided.

Event description:
It was reported to fresenius that blood loss occurred during a patient¿s continuous renal replacement therapy (crrt) treatment on a multifiltrate pro (mtf) machine. The mtf machine alarmed suddenly with a persistent tone and "system error" message. The screen went black and the only option for the nurse was to switch off the device. Treatment was stopped and the patient was disconnected. The patient¿s blood could not be returned. The patient¿s maximum estimated blood loss (ebl) is 250 ml. It was stated upon initial reporting that the patient did not experience a serious injury or require medical intervention. No sample is available to be returned to the manufacturer for physical evaluation. No additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood loss occurred during a patient¿s continuous renal replacement therapy (crrt) treatment on a multifiltrate pro (mtf) machine. The mtf machine alarmed suddenly with a persistent tone and "system error" message. The screen went black and the only option for the nurse was to switch off the device. Treatment was stopped and the patient was disconnected. The patient¿s blood could not be returned. The patient¿s maximum estimated blood loss (ebl) is 250 ml. It was stated upon initial reporting that the patient did not experience a serious injury or require medical intervention. No sample is available to be returned to the manufacturer for physical evaluation. No additional information has been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer which prevented a physical evaluation from being performed. However machine files were provided to the manufacturer for review. The manufacturer concluded from the review that a communication error code which ultimately resulted in system error 9040.1. A review of complaints revealed that the reported failure is a known event. This issue is captured in a corrective and preventative action (CAPA) where further root cause analysis is being investigated. A review of the device history record is not required. The manufacturer determined the reported issue could be reproduced. Error code 9040.1 is a collective error code for different miscalculations. There are many sources of the error. There is currently not a single root cause. The error usually leads to the termination of treatment. After the restart of the device the treatment could be continued. Manual blood reinfusion should always be possibly and is described in the instructions for use (IFU). Review of the IFU and/or service manual is not necessary as the complaint is not related to the the function/operation of the device or an operating handling error. A review of the service manual is considered to be not necessary because the complaint is not related to a faulty handling during service activity.